Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had a keypad anomaly. Customer's spouses stated the buttons were not working correctly. Then the call was dropped. No further information reported.